Manufacturer narrative:
The customer¿s report of a patient receiving a lesser amount of medication than intended during infusion could not be confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows that on on (B)(6) 2015 at 9:05am, pump module s/n (B)(4) was programmed to infuse ivig gammagard 10% at a rate of 25ml/hr and vtbi of 150ml. The accumulated total pvi of 0.0ml was recorded from prior performed infusions. The module was infusing for a few seconds before a patient side occlusion alarm was noted. The module was restarted and infused for about 15 minutes before a second patient side occlusion alarm was recorded. Two minutes later, the user restarted the module. Ten minutes later the module was paused. At 9:40am the user changed the rate to 55ml/hr and restarted the infusion. The infusion completed (kvo) at 12:12pm. Pvi recorded at 150.145ml. A minute later the user programmed a vtbi of 140ml and started the infusion. At 2:06pm, the user changed the rate to 70ml/hr and started the infusion. The user changed the rate again to 75ml/hr at 2:06pm. The infusion completed (kvo) at 2:35pm. Pvi recorded at 290.163ml. The user programs another vtbi of 20ml at 2:38pm and starts the infusion. At 2:54pm, the infusion completes (kvo). Seconds later the module is channeled off and the pcu powers off. The total volume infused is recorded at 310.436ml. Rate accuracy testing was performed and found the device to be within specification with no issues or anomalies. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed to infuse a vtbi of 52ml and when the pump alerted that the infusion was complete, 15ml of the gammagard medication remained in the buretrol. The buretrol had a total volume of 52ml before the infusion was started. No detectable patient harm reported.